Event description:
Essure coils I had placed in 2005 and had non stop bleeding/pain problems, that brought me to a hysterectomy in 2008, leaving my ovaries and fallopian tubes. But now I'm wondering as my surgical pathology report states that there was a 1.5 cm twisted metal wire present within the left cornu, revealing a similar metal remnant within the right cornu. My point being, if I still have my fallopian tubes and the essure coils measure 1.5" where is the rest of the coils with the pet fibers then?